Event description:
Acct. Reports that "the pt called and stated the bed was wet. Actually the IV had come apart at the stopcock connection and the bed was saturated with blood." No pt. Injury reported.